Event description:
It was reported that after using the dilatation catheter in a ptca procedure it was removed without difficulty but upon inspection a small particle was seen left on the wire. It was determined by clinical research in conjunction with the physician that this particle was a fragment from the catheter.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the soft tip was detached from the distal tip of the balloon. The remaining distal tip had a jagged edge. Quality engineering was unable to determine a specific root cause for this product issue; however, it is possible that it is related to the outer diameter of the guide wire used. The tip may have been weakened from interference with a large diameter wire, which possibly increased interference on the tip. Previously returned guide wires have measured above .015", and the rocket is designed for use with a .014" guide wire. Quality engineering concluded that the rx rocket met product specifications, and that no corrective action is warranted at this time. A review of the device mfg records for this product lot did not reveal any nonconformity associated with this device. As part of quality process all rx rocket dilatation catheters are checked for tip clearance and guide wire movement. This MDR is considered closed.